Manufacturer narrative:
The concomitant product: thermocool sf non nav model# d-1316-02-s, lot # 15464821la. (B)(4). It was reported that the impedance rose up over the limit while the catheter signals disappeared. The customer stated that issue was solved by replacing the catheter. Generator is up and running. No malfunction found with the device. In addition, thermocool sf non nav catheter returned to bwi investigation lab and the returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Then, an irrigation test was performed and the catheter passed, no occlusion was observed. The customer complaint cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that the impedance increased over the limit while the signal of the catheter was disappeared on recording system. The impedance cutoff value was 250 ohm. The physician was not sure about if there was any steam pop occurred during this procedure. Upon following up with the customer, bwi received additional information on (B)(6) 2014 which is now indicative of a reportable event. It was stated that the generator did not stop automatically and the customer stopped the generator manually. The generator setting was power control mode and 30 watt and 40 degrees.

Manufacturer narrative:
(B)(4).